Event description:
It was reported that the customer was hospitalized due to high blood glucose of 33.3mmol/l with ketones. It was stated that the insulin pump alarmed motor error overnight, and the insulin stopped delivering, which caused to raise the customer's glucose level and ended in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. The device passed the self test, displacement, basic occlusion and motor tests. A scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip noted.